Manufacturer narrative:
The trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Further investigation underway.

Event description:
The user facility in (B)(4) reported a foreign matter was found in the patient eye during cataract surgery. The foreign matter was located in the middle of his visual field; therefore, they attempted to remove the foreign matter. Additional information/clarification to be requested.